Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a procedure to evacuate a subdural hematoma following a non-device related fall. During the procedure an electrocautery wand came into contact with the implanted lead, and communication with the implantable pulse generator (ipg) could not be restored postoperatively. The patient then underwent another procedure wherein the ipg was replaced and did well postoperatively. Physical analysis was not conducted in our laboratory, as the device was retained by the facility.